Event description:
Initial (19-feb-2024): this serious case reported via email refers female consumer whose age, medical history, concomitant medications and allergies were not reported. On an unreported date a consumer used dentek comfort fit dental guard to treat teeth grinding. Consumer used product every night and reported the guard causing tmj and teeth shifting. She was advised by an orthodontist to wear braces due to teeth shifting from the use of the guard. This case outcome is recovering/ resolving. Meddra version 26.1 expectedness: temporomandibular joint syndrome: unexpected malocclusion: expected according to the company reference safety information.